Manufacturer narrative:
(B)(4). Results: arthritis, vasculitis and early discontinuation of integrilin. Stent thrombosis. Conclusion: patient's condition predisposed event. Arthritis, vasculitis and early discontinuation of integrilin.

Event description:
A 3.5 mm diameter x 24 mm length driver rapid exchange (rx) stent was deployed to the proximal left anterior descending. It was reported that during the procedure, a mild dissection occurred, which was treated by the deployment of a 2.75 mm x 24 mm length micro-driver rapid exchange (rx) stent. Approximately one week post index procedure, a large thrombosis developed and aspiration was carried out. The lesion was reported to have been totally occluded. The patient recovered and no other clinical sequelae were reported. Reference MFR report number 9612164-2011-00101.